Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 533 mg/dl and moderate ketones. The cause of the high bg was unknown. The infusion set and cartridge were changed, and the customer delivered a bolus to address bg level. Caller declined further troubleshooting.

Manufacturer narrative:
Device not returned.